Event description:
The device was returned and its evaluation has been completed. The stent graft was still loaded in place. The sheath was severely kinked at the stent stop. The graft cover was torn and detached at the stent stop region at 200mm from the edge of the graft cover. There was material stretching and twisting observed at the tear region. The twisting stretches 60mm from the stent stop to the graft cover bond. There were multiple kinks on the sheath at 35, 55, 75, 95 125 and 155mm from the edge of the graft cover. There was also a kink on the sheath at 170mm from the strain relief. Based on the 3-d images received and the evaluation of the returned device, the cause of the delivery system detachment is most likely due to the vessel tortuousity.

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for an aneurysm. Aneurysm morphology was not received. The vessel tortuosity and calcification was moderate. It was reported that a contralateral limb was tracked with difficulty due to the angulation of the external iliac artery. After reaching the proper position, the physician attempted to deploy the stent graft but it did not succeed. The physician then decided to remove the stent graft and delivery system from the patient. Upon removing the delivery system, it was discovered that part of the delivery system had broken away from the catheter. The decision was then made to convert the patient to an open repair with a ptfe graft. After open repair, the patient status was stable. No clinical sequelae were reported. A review of pre-implant films showed moderately tortuous iliacs; bilaterally. The iliacs were also heavily calcified. No films at implant are available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, method: (B)(4) (film evaluation). Evaluation, results: (B)(4) inherent risk of procedure (access failure), (B)(4) patient's condition affected effectiveness of device (positioning difficulties likely related to reported angulation of the external iliac artery), (B)(4) (unknown cause of event). Evaluation, conclusion: (B)(4) (unknown cause of event), (B)(4) device failure/lack of effectiveness related to patient condition (positioning difficulties likely related to reported angulation of the external iliac artery).